Event description:
It was reported to philips that system was unable to boot. The user had to perform multiple reboots to resolve the issue. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Field service engineer (fse) visited the customer site and confirmed the reported problem. After diagnostics, the field service engineer found that the suite software needed reloading. The fse restored the system backup, reloaded the database, and set the generator configuration for ups compatibility. Tube adaptation, yield, and edl calibrations, plus detector front-end calibration, were performed. After repairs were completed, the system returned to full functionality. The codes were updated based on the investigation outcome.